Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the right implantable neurostimulator (ins) was taking a long time to recharge. The patient had been charging the ins for one hour and the ins was not fully charged yet. There were no issues with recharging the left ins. The left ins charged up fast and was fully charged in about 10 minutes. While recharging, the patient had been getting all eight coupling boxes. The patient had contacted their health care provider (hcp) and the hcp suggested the patient contact a manufacturing representative. On 2016-01-05, the patient spoke with a manufacturing representative and they had an appointment set up for (B)(6) 2016. Five weeks later, the manufacturers¿ representative (rep) reported that the health care provider (hcp) had assessed the pocket and ins was 1 cm or less. The ins was not at an odd angle. The patient was frustrated enough to want implant replacement. The insr (implantable nuerostimulator recharger) antenna and insr were replaced. It was also reported that the patient was recharging ins too often. The patient did not have any issues with recharging on the left implant. The patient claimed that they were having to recharge for 3-4 hours and they were never getting to 100% full when it only used to take 10-15 mins to charge up their ins. There was no changed in programming or switching to new group. The physician programmer showed that ins had a possible open circuit. There were also high impedances on most electrodes. The patient programmed on 3+2- and was getting good therapy. The patient was programmed on stn1 and stn2. Rstn1: 867 ohms +3, -2 c/0: 16820 ohms 0/1: 16641 ohms 0/2: 15641 ohms 0/3: 17190 ohms. Rstn2: 909 ohms c+, -1 c/1: 898 ohms c/2: 839 ohms c/3: 741 ohms 0/1; 16293 ohms 1/2: 1053 ohms. On march 02 2016, the rep further reported that the cause of the slow charging on the right ins had still not been determined. The patient was asked to write down date and times for three charging sessions prior to their neurology appointment. The patient did this but the charging sessions were very short. Rep went over the captured data with tech services and nothing was determined from the captured data. The hcp and the patient decided that repla cing the ins was the appropriate next step. The patient¿s indication for use is parkinson¿s dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no anomaly. The recharging statistics were checked and showed the patient was not charging with good coupling. Analysis then tried charging from different distances and showed that the device was charging properly when compared to a known good device. In addition, when it was connected a known good lead and extension the impedances measured normal.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 64001, lot# n274563, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: adapter. Product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was implanted on (B)(6) 2016 with a new rechargeable battery with the hope that this would fix the charging issue. He was released from the hospital on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.